Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for possible helium loss 1 minute after beginning therapy. The staff attempted to troubleshoot by reducing the balloon volume and moving the catheter, which did not resolve the alarms. As a result, the intra-aortic balloon (iab) was replaced using the same insertion site. The second iab functioned as intended. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for possible helium loss 1 minute after beginning therapy. The staff attempted to troubleshoot by reducing the balloon volume and moving the catheter, which did not resolve the alarms. As a result, the intra-aortic balloon (iab) was replaced using the same insertion site. The second iab functioned as intended. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.